Event description:
It was reported that the inner packaging of the piece that holds the femoral component would not come out, dislodged from the outer packaging. Couldn't get the femoral component out to use.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.